Event description:
A healthcare worker (hcw) was transported via ambulance from the surgery center where she is employed to the hospital emergency room for symptoms of red swollen eyes, eye pressure, difficulty in breathing and lethargy. The hcw was administered oxygen and eyes were flushed with water before transporting. The hcw reported, she was in the sterile processing department (spd) 20 minutes when she began to experience the symptoms. The hcw was put on monitoring, given eye drops and blood work was done. The results of the blood work were within normal limit. The hcws eye swelling and redness subsided after eye drops were administered. There were no abnormalities detected during monitoring. She was discharged the same day. After turning on the sterrad nx and starting the cycle which was making an abnormal noise, the hcw said, the cycle completed and she then noticed her eyes swell up, and turn red. The reported smell was noted when the unit was running. The door was closed to the unit. A facility representative confirmed that the room smelled strongly of h202 or a chemical smell. The spd also houses an autoclave in the same room with the sterrad nx. It was reported there are no other chemicals. The facility had their autoclave checked and it is working normally. They also checked the air exchange in the room and found it to be normal. An asp field service engineer (fse) was dispatched to assess the unit. A preventive maintenance call was performed the day prior to this reported event.

Manufacturer narrative:
Manufacturing date: 12/08. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number,failure mode effect analysis, health hazard evaluation and system hazard use and misuse analysis. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for human reaction - eye reaction. Trending analysis for human reaction - eye reaction issues associated to the sterrad nx found there is not a significant trend. (B)(4). The day prior to the human reaction event, the asp field service engineer (fse) performed a preventive maintenance (pm). The fse returned to the site finding no issues and reported that the unit was operating per manufacturing specifications. The fse gave the customer the installation specifications and air exchange requirements. The root cause of the human reaction - eye reaction issue cannot be determined at this time.

Manufacturer narrative:
On (B)(4) 2011, a preventive maintenance was performed in accordance with the service guide. The device met mfg specifications. The fse reassessed the unit and found no odors or mist emanating from the unit. The device met mfg specifications.